Event description:
The pt arrived for chemo treatment. When injected the pt felt burning at site of port in her arm. The pt was sent to radiology. A v12199301996 performed revealing fracture of catheter and migration of a piece to the right atrium. Both the proximal and distal pieces were removed including the port. A snare was utilized from the right femoral venous approach and the broken off catheter was totally removed. The right arm venous access port was then removed. A PICC line was then placed via the right cephalic vein with its tip at the junction of the svc & right atrium for further chemo.